Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker exhibited an alert indicating a possible issue with the device. Boston scientific technical services (ts) discussed troubleshooting options. An attempt was made to obtain additional information; however, no information could be obtained. No adverse patient effects were reported. The device remains in service.